Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device did not boot up after it was not detected on the bus. A field service engineer shut down the station and removed the back panel. The row board cable was disconnected and reconnected from the drawer control board and cubie trays for drawers 5.2 and 7.1. The back panel was secured, and the station was powered back on. Functional testing was performed using both the hardware test application, with all tests passing successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary device was not boot up after not detected on bus. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.